Manufacturer narrative:
The reported issue (it was reported that urine was pooling in the "dome" on the drainage bag and would not drain into the bag) was unconfirmed, after visual and functional evaluation. The received sample was functionally tested and no problems were found. Time to drain 250cc: 52 sec. The sample received reached the intended drainage in less than 64 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that urine was pooling in the "dome" on the drainage bag and would not drain into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine was pooling in the "dome" on the drainage bag and would not drain into the bag.